Manufacturer narrative:
(B)(4). It was reported that the device was removed from the anatomy and reinserted. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported physical resistance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information has been received stating: there was difficulty advancing the graftmaster; however, with the help of a 8-french sheath and a guideliner, the graftmaster was placed successfully. The patient returned to the cath lab the same day due to chest pain and was diagnosed with a st-elevated myocardial infarction. The thrombosis/occlusion was thought to be due to an edge dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system domestic instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Also the reported patient effect of thrombosis is listed as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The patient presented with an aneurysm. A 3.5x19mm graftmaster covered stent was deployed and used to seal the aneurysm. An unknown drug eluting stent was deployed inside the graftmaster. The patient returned to the lab the same day with an occlusion. An angiogram confirmed the occlusion to be thrombosis. A drug eluting stent was implanted to treat the thrombosis. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.